Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed and nothing linked to the reported event could be identified. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to repairs information, air test found that although the air sensor detected the air bubble, the air alarm would not clear once the air had passed through. Air sensor could not be calibrated therefore the defective part was replaced and sent to brézins for further investigation. Cross-tests were performed and a drift of value of the air sensor was noticed which confirms the reported event and is most likely caused by degradation of the ceramic bonding. An internal CAPA is adressing this issue. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "customer reported an air alarm will not clear." Inoperative air sensor was found by fk us service depot. Sending back to fk vial for evaluation. Reporting due to the referenced issue. There was no communication of any adverse effects sustained by a patient. More information is needed to complete the investigation.